Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter was about to be used in the right ureter during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. During preparation, the end of the ureteral catheter was separated. The procedure was completed with another dual lumen ureteral catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter was about to be used in the right ureter during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. During preparation, the end of the ureteral catheter was separated. The procedure was completed with another dual lumen ureteral catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Block h10: investigation results: the returned dual lumen ureteral catheter was analyzed, and a media analysis noted that the injection lumen (yellow) and guidewire lumen (green) were detached from the catheter and evidence was found after the analysis was performed. With all the available information, boston scientific could not conclude the reported break, but evidence was found that the lumen detached/separated. The most probable root cause traced to device design has been assigned to this investigation.